Event description:
It was reported in a research article that suboptimal deployment of a supera stent has been shown to increase the rate of clinically driven target lesion revascularization (tlr). Supera stents were implanted in the femoral-popliteal arteries in de-novo and restenotic lesions. The purpose of this study was to assess the outcomes of clinically driven re-intervention, amputations and mortality in relation to use of a drug coated balloon as vessel preparation in different deployment conditions of supera stents (including nominal, elongated and compressed). There was death, amputation, dissection, perforation, target lesion revascularization, and elongated and condensed stent deployment requiring intervention. Vessel preparation with a drug coated balloon may reduce tlr regardless of supera deployment status. Additional details can be found in the article "drug coated balloon improves outcomes of sub-optimal supera deployment in the intermediate term".

Manufacturer narrative:
B3: date of event has been estimated. The device was not returned for evaluation. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the supera peripheral stent system instructions for use (IFU) as a potential adverse event. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse events reported in the article are being captured under a separate medwatch report number. Literature: article title: drug coated balloon improves outcomes of sub-optimal supera deployment in the intermediate term.